Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 26mm sapien 3 thv 2 years and 7 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry department, approximately 2 years and 7 months post implantation of a 26mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. As the device was not returned, engineering was unable to perform any visual inspection, functional testing and dimensional analysis. Valve calcification complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis did not identify any manufacturing non-conformances that would have contributed to the reported events. A definitive root cause was unable to be determined. Available information suggests that patient factors (pre-existing comorbidities, hyperlipidemia, dialysis, diabetes, disease progression) the following and are potentially applicable to the complaint event: patient factors: hyperlipidemia, disease progression, tissue in-growth. In addition, the technical summary outlines calcific degeneration as a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU provides guidance for potential adverse events: potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: reoperation and restenosis. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) and device degeneration. No IFU/training deficiencies were identified. The complaint for "structural valve deterioration (svd)", "calcification" was confirmed by medical records. No manufacturing non-conformance was identified during evaluation. A review of DHR and complaint history did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. Per (B)(4), calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. As reported, "approximately 2 years and 7 months post implantation of a 26mm sapien 3 valve in the aortic position, the device was explanted due to severe calcific stenosis. There was also circumferential pannus underneath the valve and there appeared to be calcification and some frozen commissures between 2 of the 3 leaflets" in addition, medical record indicates that the patient had hyperlipidemia. Based on the information provided, it is possible that patient factors (tissue in-growth reducing the valve eoa) and patient's co-morbidities (hyperlipidemia) and/or progression of the pre-existing valvular disease process may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time.

Event description:
Medical records were received and it was determined that the reason for the explant of the 26mm sapien 3 valve was due to severe calcific stenosis. There was also circumferential pannus underneath the valve and there appeared to be calcification and some frozen commissures between 2 of the 3 leaflets.

Manufacturer narrative:
Additional information added to b5. Corrected information in h6, health effect - clinical code, device code and investigation conclusions. Investigation is ongoing.